Event description:
The device failed the check valve test during preventive maintenance.

Manufacturer narrative:
Hamilton medical ag event reference number: (B)(4). The internal product investigation is still ongoing. As soon as the results are available, the manufacturer will submit an update of this report.

Manufacturer narrative:
After conducting a review of the case, it was found that the reportability criteria were not met. There is no information that would conduct to the conclusion that the issue led, might have led or would lead to a deterioration in state of health of the patient. The event occurred during a service software (preventive maintenance), and therefore, no patient was involved.